Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer informed the fse that the set-up joint (suj) on arm 3 was not working. The fse did not find the errors/symptoms in the system logs. The distal suj was replaced. The system was verified and ready for use. Isi received the distal suj for failure analysis investigation. The unit was analyzed and was installed onto golden system where no faults occurred in normal mode. When pressing tornado clutch buttons, distal movement seemed to wobble when tornado reaches patient clearance. Tested distal on a test platform where it passed all relevant testing. After testing was complete, visual inspection found no faults related to the reported event. As a result of these findings, failure analysis determined that the motor module assembly was the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the technical support engineer (tse) that non intuitive motion with universal surgical manipulator (usm) 3 during procedure. The customer mentioned that the surgeon noticed that setup joint 1 was non-intuitive. The customer arranged the patient clearance, and the procedure was continued. The tse checked the logs, but there was no related error. The customer stated there was no interference from other arms and drape. The tse accepted and asked the customer to check the arm rotation limit after procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the surgeon console's high resolution stereo viewer. The issue occurred while manipulating the instruments. The instrument could move, but the movement seemed restricted. When the customer tried to move the forceps to the right of the screen, it was restricted and made it difficult to move. The timing of the movement was appropriate. There was no instrument-to-instrument or arm-to-arm interference. There were no external collisions. The issue remained persistent until the end of the procedure. The customer contacted the engineer, and the repair was carried out after the operation was completed. There was no harm or injury to the patient. The issue occurred approximately one hour after the start of the procedure. There are no photographic images/videos available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a sluggish motor module assembly located within the distal set up joint.